Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Visually inspected and verified the insert has water and vibration meets spec. The insert was tested on a digital thermometer gauge #6116 due date: 08/31/2022 the temperature is 91.7°f degrees meet spec. Specification states not to exceed 118.4°f. Insert has poor water spray pattern.

Event description:
In this event it is reported that 30k cavitron thinsert,packed insert is not working properly, water was dripping from insert tip. No water spray pattern and insert getting hot.